Event description:
Spontaneous communication. Pts mother reports current pump malfunctioned due to a low motor so now mom would like to have two pumps on hand. Unknown details. No further information, dates, or details reported. Unknown if provider is aware. Report did not state if there was an interruption or missed dose as a result of the pump malfunction, information was not provided. No adverse events were reported, no further information provided. Pump is available for return, no further information was provided. Reported to (B)(6). By: patient/caregiver.